Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensors alarmed lost sensor alarms due to the sensors were broken. Customer's blood glucose was 248 mg/dl. Customer reported the sensors would not insert, they just bent on top of the skin. During troubleshooting, customer was able to insert the sensor but the sit was actively bleeding. Customer was in the hospital due to getting hit by a car. Customer was advised to monitor the sensor and site. Customer will not be returning the sensor for analysis.